Event description:
It was reported that there was particulate matter in the balloon of a large volume intermate. The device was filled with caspofungin. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from august 4, 2014 to august 5, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, a white particle measuring approximately 1.99 mm in size was observed floating in the fluid within the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.